Event description:
It was reported that the compressor did not start. There was no patient harm. Manufacturer's ref #: (B)(4).

Manufacturer narrative:
A compressor mini was reported not working and that fuses blew immediately after trying to start the compressor. After changing the capacitor it started to work normally. The faulty capacitor was discarded. If the compressor fails to supply air the connected ventilator will switch to pure oxygen delivery and alarms for high oxygen concentration will be generated. If, in addition, no oxygen is connected to the ventilator, ventilation will stop. Alarms will be generated. The conclusion in this matter is that the compressor motor start capacitor was defective. As no goods were returned for investigation, no root cause why the motor capacitor failed could be determined.

Event description:
Manufacturer's ref #: (B)(4).